Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 12508010); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, upon initial deployment, an infold was observed in the valve frame at a depth of 3 mm. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs). Upon fluoroscopic inspection of the valve load, a misload was identified due to a bent strut. Subsequently, another new valve was loaded into a new dcs. A pre-implant balloon aortic valvuloplasty was performed due to calcification, and the valve was implanted successfully in the patient. There was a 15-minute procedural delay. No patient complications were reported as a result of this event.